Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: a review of the pump black box revealed multiple loss of prime warnings with low non zero force and no cartridge detected. The load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration was found to be out of calibration. The pump was opened and the force sensor flex was found to be torn. Unrelated to the original complaint, the battery compartment was cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.